Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This information concludes the investigation on this device. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a battery status of end of life (eol). The monitoring voltage was 2.69 volts and the charge time was 34.605 seconds. There was no concern at explant that the battery had depleted earlier than expected. This device was explanted and returned for analysis. There were no reported adverse patient effects associated with this clinical observation.